Event description:
Per literature review: ghaeni l, danne f, yigitbasi m, grob f, berger f, peters b. S-ICD in congenital heart disease - how to implant a simple system into a complex anatomy. Thorac cardiovasc surg 2020;68:s79-101. It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) patients reviewed for successful implants with epicardial pacing. These patients all had successful implants. Throughout the review of patients there were instances of t-wave oversensing and low amplitudes resulting in inappropriate shocks. One device was reported to have exhibited migration due to a large amount of weight gained by the patient. Two patients required the s-ICD system to be explanted and replaced with a transvenous system. No additional adverse patient effects were reported.